Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 5 mm x 4 mm amplatzer piccolo occluder was implanted in a patient with the following measurement: 3.1 mm in diameter on the aortic end and 2.5 mm on the pulmonary atresia (pa) end, with a length of 7mm.. Post procedure, after leaving procedure room device migrated and caused aortic obstruction with 2.1 m/s gradient. The infant was managed with placement of a stent in the aorta and is doing well.

Event description:
It was reported that on (B)(6) 2023, a 4 mm x 4 mm amplatzer piccolo occluder was implanted in a patient with the following measurement: patent ductus arteriosus (pda) diameter on the pulmonary artery end was 1.5 mm and on the aortic end was 3.2 mm. The overall pda length was 7.8 mm. The piccolo device was positioned within the pda. Post-implant, the infant developed an aortic obstruction with 2.1 m/s gradient. It was noted that the device migrated. The patient was taken to the catheterization laboratory on post-operative day nineteen (19) for placement of a stent within the aorta without complications. The infant remains stable following stent placement and is being managed in the neonatal intensive care unit. It was noted that the patient status was stable.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could potentially be related to the user not following the recommended sizing chart provided in the IFU. Two images were received from the field. The 04-04 device appeared to be implanted intra-ductal. The pulmonic disc had a ¿football¿ configuration with concern for oversizing and the position of the superior edge of the aortic disc was close to the aortic lumen. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.a review of the ductal measurements as reported from the field was performed. Please note that per the sizing table t3 in the instructions for use, the recommended size device for patient <2kgs is 03-02 piccolo occluder.